Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
The surgeon reports that a pt underwent a successful scapholunate ligament repair (date undefined) with the use of several mitek mini bioabsorbable fixation devices (product code and lot number undefined). On (B)(6) 2011 during a f/u exam, the pt presented with lucencies on x-rays in the scaphoid and lunate where the anchors were placed in addition to undergoing some lysis near the scaphoid waist and an auto-fusion of his capito-lunate joint; however, no pain or synovitis. The surgeon is or has scheduled an MRI to better characterize what is going on.